Event description:
It was reported that during a vt episode, the ICD charged but displayed a zero hv lead impedance.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.